Event description:
The vessel sealer was being used during a surgery. While clamped on an artery, an error message was received. This messaged stated that there was a recoverable fault, "blades maybe exposed". Due to the error message, another means was used to maintain hemostasis and the sealer was removed. There was no apparent injury to patient.